Manufacturer narrative:
The details of each surgery and the removal were not provided and the patient requested to not be contacted further. A review of production records shows the device was sterilized with no anomalies detected. There have been no other reports of infections from this lot. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient reported to intrinsic that they had a staph infection and underwent revision surgeries to treat the infection and ultimately had the barricaid device removed.